Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (30-80 mg/dl). Reportedly, the pump basal setting needed adjusting. Customer addressed bg levels with carbohydrates. Recommendation was made for the customer to consult with a heatlhcare provider regarding settings adjustments.